Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: - exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: ecn event description: the catheter prepped normally. Then, as the scrub tech pulled the wire back so the catheter could be put into the sheath, the wire broke. The middle of the wire stretched apart. Then, the catheter was thoroughly flushed. A new wire could not be entered into the catheter. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: a new wire was pulled and was unable to resolve the issue. What is the next course of action?: the catheter was replaced. Patient present at time of event?: yes patient complications: no patient complications procedure number: (B)(4) device/procedure outcome: procedure completed,unable to use device - attempted patient outcome: f26: no health consequences or impact as reported device codes: 1188: detachment of device or device component, 2363: stretched. As reported patient codes: 9398: no clinical signs, symptoms or conditions.